Manufacturer narrative:
(B)(6). (B)(4). Field service specialist (fss) visited the site and checked the laser. Fss found cone centering misaligned and aligned cone centering. Checked other alignments and calibrations and they work accordingly. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intralase flap created had a shift during surgery. Patient was required to have flap repositioned.

Manufacturer narrative:
Upon follow up with the account it was learned that surgeon lift the flap and was able to deliver the excimer ablation in the affected eye. The flap had a slight shift towards the superior side when compared to the yellow overlay but it did not prevent the surgeon from doing the excimer treatment. The ''reposition'' that was initially reported was due to the fact that the excimer ablation had to be relocated to compensate for the flap misalignment. Based on the information received this event is no longer considered a serious reportable adverse event. No further information will be provided under this manufacturer report number. Correction: patient code 3191: no code available (decentered flap) that was initially reported does not apply to the event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.